Manufacturer narrative:
Study event. Stent was placed under study. The stent remains in the patient. The lot number was provided. Restenosis is a known possible adverse event associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: in-stent restenosis. Time of ae: approximately seven months post procedure. It was reported that approximately seven months post a right common carotid artery stenting procedure, the patient returned to the catheter lab due to in-stent restenosis. Reportedly, in 2008, the post stent stenosis was 0%. Preprocedure stenosis the following year, was 80% and after stent placement, the stenosis was reduced to 0%. One day postprocedure, the patient was discharged to home. Although requested, there was no additional information provided.